Event description:
It was reported that nurse trying to start therapy on patient, but the arctic sun device runs for maybe 30 seconds and then alerts low flow, air leak and therapy stopped. 4 pads connected. Nurse stops therapy and drained pads. Despite the device saying emptying complete, there was visible water left in pad lines. When disconnected, a good bit of water leaked out. Reconnected holding nowhere near clear connectors and verified audible clicks. Nurse started therapy, alerted low air leak almost immediately at 0.1 l/m and then stopped. The system diagnostics showed outlet monitor temperature (t1) was 47.7f, outlet control temperature (t2) was 48f, inlet temperature (t3) was 72.1f, chiller temperature (t4) was 37.2f, water flow rate was 0 l/m, inlet pressure was -0.5 psi, circulation pump command was 100 percentage, mixing pump command was 0, heater showed 0, water reservoir level showed 5, system hours were 5328 and pump hours were 4460.6. Mis advised nurse to send to biomed with message about low flow and air leak. Nurse noted it appeared the circulation pump had gone out. They did not have another device to utilize as the only other device was down in maintenance. Mis advised they would need to determine an alternate method for cooling this patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. The device and case data were evaluated and the reported issue was confirmed as it was noted that the circulation pump would not generate any pressure and will not fill and circulate water. Unit was primed to fill. Replaced circulation pump head. Heater showed 0. Mixing pump head was replaced. Heater was replaced. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse trying to start therapy on patient, but the arctic sun device runs for maybe 30 seconds and then alerts low flow, air leak and therapy stopped. 4 pads connected. Nurse stops therapy and drained pads. Despite the device saying emptying complete, there was visible water left in pad lines. When disconnected, a good bit of water leaked out. Reconnected holding nowhere near clear connectors and verified audible clicks. Nurse started therapy, alerted low air leak almost immediately at 0.1 l/m and then stopped. The system diagnostics showed outlet monitor temperature (t1) was 47.7f, outlet control temperature (t2) was 48f, inlet temperature (t3) was 72.1f, chiller temperature (t4) was 37.2f, water flow rate was 0 l/m, inlet pressure was -0.5 psi, circulation pump command was 100 percentage, mixing pump command was 0, heater showed 0, water reservoir level showed 5, system hours were 5328 and pump hours were 4460.6. Mis advised nurse to send to biomed with message about low flow and air leak. Nurse noted it appeared the circulation pump had gone out. They did not have another device to utilize as the only other device was down in maintenance. Mis advised they would need to determine an alternate method for cooling this patient.